Event description:
It was reported that above mentioned devices fractured w/o any apparent reason. Patient was revised. Additionally it was reported that this patient had experienced the external skeletal fixation surgery due to the open fracture before this case. But, that treatment was switched to the implantation of ncb plate on this matter.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). This product is not sold under this article number in the u.s., as this is the sterile version. In the u.s. It would be the not sterile version. However, we report it as a similar device. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. With the given information we cannot state a final conclusion for the occurred incident. However we do not consider it to be product related. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).